Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during an unspecified therapeutic transcervical resection (tcr) procedure, the loop wire of the suspect medical device broke off and fell inside the patient's uterus. No fragments/parts remained inside the patient as they were reportedly retrieved by unknown approach with subsequent intrauterine irrigation. The intended procedure was reportedly completed by using a different, but similar device and there was no report about patient injury.